Event description:
Revision surgery - patient developed flexion/contracture. The surgeon reported that nothing was wrong with the implant. It was removed in order to perform a synovectomy. The patient had arthrofibrosis, not a joint problem. There was a lot of scar tissue, the insert had been appropriately sized but after trialing, the surgeon decided to downsize by one size.